Event description:
Procedure type: esophagectomy. Pt: male, not obese. According to the reporter: the anvil was lodged in the pt's esophagus. Once the surgeon tried to remove it by pulling on the og tube, the anvil disconnected and remained in the esophagus. A scope and a balloon dilator was used to remove the anvil. A smaller instrument and anvil was used to complete the case successfully. No bleeding occurred and no damage to the esophagus was noted. Surgery time was delayed an hr and a half. It was confirmed at the end of the procedure that the diameter of the orvil was too large for the pt's anatomy. Pt current condition is well.

Manufacturer narrative:
.